Manufacturer narrative:
This supplemental report was filled to correct the initial reporter, as a result, fields e1: "initial reporter", e2: "health professional?" And e3: "occupation". At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.